Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty connecting the white power cable to power sources was confirmed via analysis of the returned controller. The heartmate 3 system controller (serial number (B)(6)) was returned and found to have a pin lodged in the white power cable connector. This observed finding would cause difficulty connecting the power cable connector to power sources. The pin lodged in the white power cable connector was removed prior to testing the controller. The controller was then connected to a mock loop, patient cable, system monitor, and power module. The system controller was able to charge and operate as intended. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The controller passed all preliminary and functional testing. The downloaded system controller event log file (from serial number (B)(6)) captured intermittent atypical power cable disconnect alarms on 04dec2025 and 05dec2025. A driveline disconnect alarm consistent with the reported controller exchange was captured on 05dec2025. There were no other notable events captured in the log files for the controller serial number (B)(6)). The controller appeared to support the system as intended while the driveline was connected. A root cause for the reported event was determined to be an extra pin lodged in the white power cable connector, although a root cause for this finding could not be conclusively determined. A root cause for the observed power cable disconnect alarms could not be established. Reportable incidental findings: the pin lodged in white power cable connector may result in a controller exchange, which leads to interruptions in lvad support. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and no external power alarms. Section 7 under ¿guideline for power cable connectors¿ instructs users to ¿line up the half circles inside the connector. Gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ section 7 also provides instructions on how to identify and resolve controller clock corrupt alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in clinic and had bent pin noted on white power lead cord. The system controller was exchanged and was planned to be returned. Additional log files were submitted for review. There appeared to be a bunch of pulsatality index (pi) events. The system controller was planned to be returned to abbott.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty connecting the white power cable to power sources was confirmed via analysis of the returned controller. The heartmate 3 system controller (serial number (B)(6)) was returned and found to have a pin lodged in the white power cable connector. This observed finding would cause difficulty connecting the power cable connector to power sources. The pin lodged in the white power cable connector was removed prior to testing the controller. The connector had no other bent or broken pins. The controller was then connected to a mock loop, patient cable, system monitor, and power module. The system controller was able to charge and operate as intended. The system controller was connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue for extended operation. The controller passed all preliminary and functional testing. The downloaded system controller event log file (from serial number (B)(6)) captured intermittent atypical power cable disconnect alarms on (B)(6) 2025. Intermittent no external power alarms were captured throughout (B)(6) 2025 which were caused by both power cables being disconnected at the same time. The backup battery provided power to the system as intended during the no external power alarms. A driveline disconnect alarm consistent with the reported controller exchange was captured on (B)(6) 2025. There were no other notable events captured in the log files for the controller serial number (B)(6). The controller appeared to support the system as intended while the driveline was connected. A root cause for the reported event was determined to be an extra pin lodged in the white power cable connector, although a root cause for this finding could not be conclusively determined. A root cause for the observed no external power alarms was determined to be the disconnection of both power cables. A root cause for the observed power cable disconnect alarms could not be conclusively determined. Incidental findings: pin lodged in white power cable connector. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. The IFU section 3, entitled ¿powering the system¿ and the patient handbook section 3, entitled ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and no external power alarms. Section 7 under ¿guideline for power cable connectors¿ instructs users to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ section 7 also provides instructions on how to identify and resolve controller clock corrupt alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.